Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4: correction d9: additional information h2: additional information, device evaluation, correction h3: additional information. H6: adverse event problem - additional information.